Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that last year the customer took his insulin pump off to play basketball but got sick and started to vomit. As a result the customer went to the emergency room on (B)(6) 2014 due to a high blood glucose level of 750 mg/dl. His high blood glucose level was caused by a kink in the infusion set since he was not receiving insulin. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.